Manufacturer narrative:
Additional information: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review was conducted and the product released met the products acceptance criteria. No additional investigation is required based on device history review. The root cause for the defect experienced by the customer could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the ophthalmic surgeon who reported that she used the dull trocars and sutured the wound at the end of the case.

Manufacturer narrative:
A device history record review was conducted and the product released met the product's acceptance criteria. Two opened trocar assemblies in a tray were received. The samples were examined and both samples were found to be visually nonconforming with damaged tips and damaged cutting edges. The exact root cause could not be determined from the investigation performed. All trocar blades are 100% inspected. Any nonconformances, such as bent tips or damaged cutting edges, were removed from the lot and scrapped. The damage to the returned samples was consistent with damage that could occur when the blade contacts a hard surface such as the protective cap, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure, he observed that the trocars were dull when he utilized on the patient's eye. The product sample was retained. Additional information was requested; however, none has been received to date.